Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited both oversensing, possibly triggering atrial tachycardia/atrial fibrillation (at/af) detections at times, and under-sensing during at/af events. The ra lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead exhibited both oversensing, possibly triggering atrial tachycardia/atrial fibrillation (at/af) detections at times, and under-sensing during at/af events. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.